Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 565 mg/dl) with a trace of ketones. Insulin injections were administered to address bg. Pump supplies were change multiple times. There were no identifiable causes with the pump supplies, alarms or occlusions. Reportedly, fiasp insulin was used in the pump. Tandem clinical diabetes specialist discussed the event with the customer and after trying a new brand of infusion sets, customer reported no issues.